Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. The keypad symbols were worn. (B)(6).

Event description:
The patient's mother called to report that the up and down arrow buttons are sticking. She reported there is no structural damage to the keypad and the pump is not exposed to water. The arrow and ok buttons are worn.